Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Bilateral deafness [deafness bilateral]. Headache [headache]. Case description: spontaneous report was received on (B)(4) 2013 from a rheumatologist regarding (B)(6) male patient, with gonarthritis and meniscus tear. The patient had no cardiovascular risk factors. On (B)(6) 2013, the patient initiated treatment with intraarticular synvisc one (hylan g-f 20) injection, at a dose of 6 ml, once into an unspecified location. The lot number of synvisc-one was not provided. The patient experienced no adverse events on that day. On (B)(6) 2013, the patient experienced headache, which persisted into the following day. On (B)(6) 2013, the patient experienced bilateral deafness. This was a new condition for the patient (not pre-existing). The patient event of bilateral deafness was assessed by the company to be medically significant. The patient recovered from the event of headache. The outcome for the event of headache and bilateral deafness was not provided. Concomitant medications were not provided. The intensity for the events of bilateral deafness and headache was not provided. The relationship between synvisc one and the events of bilateral deafness and headache was not provided by the reporter. This report was revised as a result of an internal review; the company causality assessment was corrected from remote/unlikely to possible.